Event description:
Medtronic received information that during implant of this 29 mm transcatheter bioprosthetic valve, the valve would not remain stable within the annulus as the valve dislodged once and slipped down twice. The valve was attempted to be deployed three times. The valve was withdrawn and was replaced. The physician elected to change the size of the valve. A 34 mm valve was ultimately implanted. Of note, the patient was appropriately sized for a 29 mm valve and was not borderline for a 34 mm valve. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Continuation of d10: product ID evproplus-29, product serial number (B)(6), implant date: na, explant date: na. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.